Event description:
Coil had ruptured through one of my tubes causing intense pain. If I coughed, it would have me buckled over and it felt like a knot. I would have to relax and wait for it to ease up to stand normal again. Abnormal bleeding, extreme hair loss, uncontrollable weigh gain, bloating that would cause pain. I had them removed and since it had punctured through the tube it's very likely those pet fibers had spread. During my removal, my doctor told me there was more scar tissue than expected and I may have to go back in the future to have it removed. I felt better but the pain has returned. According to the dr, this is most likely from all the extra scar tissue essure caused from puncturing through my tube. I am not having to look into having a hysterectomy to fully remove the effects essure left on my body. (B)(4).